Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm approximately 63 months ago. Aneurysm and vessel morphology were not reported. It was reported that the aneurysm ruptured and required the stent graft to be explanted. No additional information was received. The explanted stent graft has been received and the analysis is pending. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: ruptured aneurysm. Conclusions: pending device evaluation.